Event description:
On (B)(6)2022 getinge became aware of an issue with one of surgical lights - powerled ii. It was stated that there was a water leakage from the ceiling. We decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 25th november 2022 getinge became aware of an issue with one of surgical lights - powerled ii 700. It was stated that there was a water leakage from the ceiling. We decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock. Based on additional clarification provided by the getinge technician, it was established that the device was not damaged and confirmed that the water leak affected solely ceiling isolation panel. There was no contact of water with powerled ii surgical light, therefore, the issue investigated herein is not safety and risk related. The scenario described in the record is considered as non-reportable.

Manufacturer narrative:
The correction of b5 describe event and problem and h4 device manufacture date fields deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 25th november, 2022 getinge became aware of an issue with one of surgical lights - powerled ii. It was stated that there was a water leakage from the ceiling. We decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock. Corrected b5 describe event and problem: on 25th november 2022 getinge became aware of an issue with one of surgical lights - powerled ii 700. It was stated that there was a water leakage from the ceiling. We decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock. Based on additional clarification provided by the getinge technician, it was established that the device was not damaged and confirmed that the water leak affected solely ceiling isolation panel. There was no contact of water with powerled ii surgical light, therefore, the issue investigated herein is not safety and risk related. The scenario described in the record is considered as non-reportable. Previous h4 device manufacture date: 03/13/2020. Corrected h4 device manufacture date: 04/22/2020. Initially provided information was pointing to water leakage. Water leak based on risk, is considered as a potentially reportable incident, therefore an incident was reported. According to the evaluation on the customer site performed by the getinge employee, the device was not damaged and the water leak affected solely ceiling isolation panel. There was no contact of water with powerled ii surgical light, therefore, the issue investigated herein is not safety and risk related. The scenario described in the record is considered as non-reportable. It was established that when the event occurred, the device was up to the manufacturer specification and was not being used for patient treatment or diagnosis. Complaint handler did not identify any apparent reason for suggesting to open a CAPA or evaluation for the need of another action in the market. It is not likely that it could lead to the serious injury or death when the malfunction reoccurs.